Manufacturer narrative:
Device will not be returned.

Event description:
A turnpike catheter was used in a patient procedure. The physician attempted to advance the turnpike through a difficult lad lesion, which was described as a chronic total occlusion (cto). The turnpike catheter became trapped in the vessel while advancing over a pilot wire. As the physician attempted to withdraw the turnpike catheter in a counter clockwise direction the tip of the turnpike catheter separated from the shaft. The tip of the turnpike catheter was not able to be retrieved and remained in the patient. The physician said there was no patient impact or harm due to the nature of the case, which was a cto. The vessel that the tip of the turnpike catheter remained behind in was already occluded prior to separation.